Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the jaws of device would not open after firing. Another instrument was used to manipulate the jaws of the device and open them without damaging the tissue. Another device was used to complete the procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time.